Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The device's software was reloaded to address the issue.